Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high and low blood glucose. The customer's blood glucose was 450 mg/dl at the time of call. The customer's blood glucose was 468 mg/dl at the end of call. The customer stated that she had blood glucose of as low as 41 mg/dl. The customer stated that she can hardly move. The customer stated that the high blood glucose started after changing an infusion set. The customer stated that there were no leaks or air bubbles found. The customer stated that there was a bent cannula. The customer was advised to change entire set, reservoir, insulin and treat per health care professional's instructions. It was explained to the customer that bent cannulas might contribute on high blood glucose. The insulin pump will not be returned for analysis.